Event description:
The acetabular insert would not seat in the cup. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: evaluation results could not verify the reported event and suggest that this event is not device related but rather is associated with intra-operative procedures.